Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the scope was not used in between positive tests. The scope was reprocessed correctly using one of the three automatic endoscope reprocessors (aer) at the site. The site's steps to reprocess the scope involved leak testing, brushing down each channel, wipe down of the scope with cloth, and then reprocessing with the aer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. There was no reported patient harm or impact due to this event.